Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 2 false positive results were obtained for flu a. Repeat testing was performed, and the results were negative. False positive results were reported to the doctor, and the 2 patients received treatment based on the false result. There was no adverse effect caused by the treatment. Eua(B)(4). The following information was provided by the initial reporter: customer got a positive flu a on every patient she tested, including herself and coworkers. Customer opened a new kit to retest and she got a negative result for each person that tested positive. 6 patients tested positive for flu a. All results reported to provider. 2 symptomatic patients were treated remaining 4 asymptomatic patients were not treated. No additional testing performed.

Manufacturer narrative:
Eua(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-feb-2022. D.4. Medical device lot #: 1292069; d.4. Medical device expiration date: 14-oct-2022; h.4. Device manufacture date: 19-oct-2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1292069. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 2 false positive results were obtained for flu a. Repeat testing was performed, and the results were negative. False positive results were reported to the doctor, and the 2 patients received treatment based on the false result. There was no adverse effect caused by the treatment. Eua(B)(4). The following information was provided by the initial reporter: customer got a positive flu a on every patient she tested, including herself and coworkers. Customer opened a new kit to retest and she got a negative result for each person that tested positive. 6 patients tested positive for flu a. All results reported to provider. 2 symptomatic patients were treated. Remaining 4 asymptomatic patients were not treated. No additional testing performed.